Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous forearm shunt. A 4.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The procedure was completed with the use of a different device. No patient complications were reported.